Manufacturer narrative:
Corrected information has been provided in UDI (d4) was previously entered incorrectly the complete UDI has now been provided. H6. Added/updated the medical device problem code.

Manufacturer narrative:
Given the limited information surrounding the details the patient's condition and cause of death the initial impella rp flex cannot be excluded as a possible contributing factor. A4 is unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that a patient post coronary artery bypass graft and ventricular septal defect repair had a right heart catheterization performed and volume given and the medical team decided to implant an impella rp flex for mechanical circulatory support via the right femoral vein. The patient was already supported with an intra-aortic balloon pump (iabp) that had been initially placed in the right femoral artery but moved to the left femoral artery due to limb ischemia associated with the iabp placement. The patient was released from the operating room to the intensive care unit, and upon arrival it was noted that the touhy lock was unable to be tightened and secured. A sterile dressing was applied that the catheter was sutured in place. It was additionally noted that there was oozing at the impella access site. To resolve the oozing, purse string sutures were deployed, and manual pressure was held. The following day, it was reported that the patient experienced episodes of atrial fibrillation overnight. On the ninth day of impella support, the patient was weaned from the iabp and the iabp was explanted. In preparation for the iabp explant, the patient¿s heparin was withheld. A few hours following the explant of the iabp, the impella rp flex alarmed for purge system blocked. The pump¿s position was verified, and the medical team decided to add tenecteplase to the purge fluid. The purge flow increased, the purge pressure decreased, and the alarms resolved. The medical team decided to replace the impella rp flex with a new device as there were concerns whether the pump was functioning properly after alarms were resolved. A new impella rp flex was prepped and inserted via the right jugular vein, and the first pump was removed and the access site sutured to achieve hemostasis. The patient remained on support with the replacement pump for approximately 1 hour and it was noted that the patient expired during support. There were no malfunctions or adverse events reported with the second pump.